Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer reported a blood glucose level of 226 mg/dl. During troubleshooting for the first malfunction alarm, it was indicated that after the reset was completed, the pump screen was blank and unresponsive. Reportedly, the pump was at 100% prior to the malfunction. The customer stated that no beeps or vibrations were heard and no led light was flashing. It was confirmed that the customer had multiple injections as back up insulin therapy.